Event description:
The patient reported that the "up", "down," and the "ok" button was intermittently responding on the keypad. The reporter denies damage to the keypad or exposure to cleaning solvents.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusions can be made at this time.